Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that she noticed the act button and esc button were sticking. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.